Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2016-03694 / 03696).

Event description:
Patient experienced dyspnea one day post-implantation. The dyspnea was reported to be related to diaphragm paralysis from infusion pump used during the procedure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.